Event description:
It was reported that the patient had an inappropriate shock due to oversensing of noise. There were some stored untreated episodes for the same reason. The sensing vector at the time of the event was the alternate vector. Technical services discussed some options. The device sensing vector has now been reprogrammed to the primary sensing vector. There were no additional adverse patient effects. The system remains implanted.